Manufacturer narrative:
(B)(6). A product investigation was completed: the investigation has shown that the welding joint between the handle and the inner shaft and also a piece of the plastic handle broke. The nature of the visible hammering marks and striations on the striking head and at the shaft, point to the fact that the instrument was subjected to excessive use. The current technique guide recommends inserting the pfna blade to the stop by applying gentle blows with the hammer. The manufacturing review shows that the production procedure was according to the specifications in november 2014 and there were no issues that would contribute to this complaint condition. No product fault could be detected. We determine that the root cause is excessive force through the method of use and associated accumulated damage and wear. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: there was no reported patient involvement. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: 05november2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the handle of the impactor broke. There was no reported patient involvement or surgical delay. This is report 1 of 1 for (B)(4).